Manufacturer narrative:
D4: (B)(4) therefore, the UDI number only will contain the device identifier (01). The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump did not alarm for air in line when the tubing had visible air past the pump and down the tubing towards the patient during patient therapy. The nurse identified this before the air reached the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.